Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to applied unexpected stress for the cable by the user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The endoscopic image was not displayed due to the failure of the cable assembly. There were a knot and a dent on the cable assembly. Color strips and more than 8 white dots were displayed on the monitor due to the failure of the ccd unit. There was water leakage from switches and focus ring. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the endoscopic image became unstable. The user returned the device to olympus repair center. Olympus repair center found that the endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.